Event description:
Report rec'd from USA stating that "the cables are being exposed because the rubber is broken". The device was being used during surgery and was discovered during the pre-surgery burr check. No injury or medical intervention occurred. There was no add'l info provided.

Manufacturer narrative:
The device has not been rec'd by depuy synthes power tools. If add'l info becomes available, a supplemental report will be sent. (B)(4).